Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient stated the cgm value was 100 mg/dl points lower than his bg value. The patient was admitted to the emergency department (ed), treated with IV fluids and IV insulin, and released. The sensor insertion site, date, or other details were not provided. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. It has been reported that there was a difference in readings of 100 points. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.